Manufacturer narrative:
A specific root cause could not be identified. It was assumed the residual dried bleach in the spigots on black tank caused the issue. In the provided data, it was noted the calibration rates were abnormal which could be explained by the bleach interference.

Event description:
The field application specialist reported the customer received questionable low calcium results for 19 patient samples the day after monthly maintenance was performed. Data was only provided for one patient sample. The initial result was 6.5 mg/dl which was considered critical and was called to the ICU unit. Due to a delta check, the sample was repeated on the same analyzer and the result was 8.9 mg/dl. The reported result was believed to be correct and was corrected about two hours after the original was reported. The customer did not know of any adverse effect to any patient and did not have access to this information. No adverse event was reported. The calcium reagent lot number was 60496701 with an expiration date of 12/31/2015. The customer ran qc again after the patient results and it was out of range low. They recalibrated the same reagent pack and the qc results came into acceptable range. The field service representative found the rinse head was misaligned. He adjusted and realigned it and observed proper operation during initialization. The customer noted when cleaning the water tanks for the analyzer as part of the maintenance, they were not opening the spigot and allowing the bleach solution to fully drain and dry. The field application specialist told the customer that leftover dried bleach in the spigots could be an issue. The tanks were cleaned again on (B)(6) 2015 and left to dry with the spigots open. No further issues with calibration or qc results have been noted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.